Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the affinity 4 head section and gas spring. The baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue. The bed functioned as designed. However, if the reported event of the affinity 4 randomly moving up on its own were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable. The affinity 4 birthing bed requires an effective maintenance program. We recommend that you do annual preventive maintenance (pm) for joint commission certification. Pm not only meets joint commission requirements but can help make sure of a long, operative life for the affinity 4 birthing bed. Two effective ways to reduce downtime and make sure the patient remains comfortable are to keep accurate records and maintain the affinity 4 birthing bed. Check the switches in the side rails to ensure they are functioning correctly. Also check for intermittent operation. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Based on this information, no further action is required. If any further, relevant information is received, the record will be reassessed accordingly.

Event description:
Baxter received a report from a baxter technician to report the affinity 4 bed frame backrest rises spontaneously and does not return to its normal position. The bed was located at the account. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. It was unknown if any second device was also involved. The customer did not know if this event was already communicated to another baxter department or authority.